Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient (pt) reported their first ins "malfunctioned" and "was no good". Pt stated this occurred "several years ago" and reported "they knew something happened". Clarified this occurred "within a year" of implant. Pt stated hcp had reps come in due to this. Agent did not ask about the circumstances that led to the reported issue. Documented historical information pt provided.